Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the events. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report number is 3008114965-2024-00354.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 7660531) became impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance any more. The physician retracted the stent and tried to deliver it again. But the stent was still impeded in the same location. The stent was found to be detached in the microcatheter (mc) and the stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter from patient and switched new devices to complete the surgery. There was no patient injury reported. Additional event information received on 19-mar-2024 indicated that there were no able to move the devices at all not torque was applied. An unspecified guidewire was used successfully with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There were no procedural delays due to the event.